Manufacturer narrative:
(B) (4). (B) (4). Damaged anti-backup/damaged ratchet pawl. Eval summary: the analysis results for the instrument confirmed that it was non-functional. The instrument was cycled and fired 8 clips conforming and two malformed clips due to anti-backup failure. The device was disassembled to verify the condition of the internal components and the ratchet pawl was found to be worn out, causing the anti-backup failure. A batch record review was performed and no anomalies were found during the mfg process.

Event description:
It was reported that during an unk procedure, the device locked up after three firings. Another device was used to complete the procedure. There was no adverse consequence to the pt.